Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Used the tampon, when I tried to remove the product to change it the string snapped off and it got stuck inside of me [device breakage]. It got stuck inside of me and I had to go to the doctor to get it removed [foreign body in reproductive tract]. Case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 33-year-old caucasian/white female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history was not reported. Concomitant products included unspecified medications. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2024, the consumer used the tampon as normal. However, when she tried to remove the product to change it, the string snapped off and it got stuck inside of her. Subsequently, she had to go to the doctor to get it removed on the same day. As of 01-jul-2024, the status of product use was withdrawn. No additional information was provided.